Manufacturer narrative:
The service history review was completed and revealed no findings that could have directly contributed to the current complaint. The event history log review was performed by a baxter (B)(4) technician; no additional review was performed because the device was not returned to baxter (B)(4). The baxter (B)(4) technician reproduced the reported symptom of "machine damaged" by observing a "clean load point #2" and a "check battery!" Inspection of the optical sensor found fluid residue on the optical sensor causing the "clean load point #2"; the optical sensor was cleaned and recalibrated which alleviated the issue. The standard battery module received with the device was determined to be the cause of the observed "check battery!" Alert. The standard battery module requires replacement. The device was not returned to baxter (B)(4) for further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The customer emailed to report "machine damaged" during treatment/diagnosis. The customer reported there was no patient injury.